Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the distal male luer connection" of an unspecified quantity of clearlink system continu-flo solution sets were ¿coming unscrewed¿ (disconnected) from the one-link non-dehp microbore catheter extension set. The issue was identified during patient infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.